Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down, and screen was black even after reboot. A field service engineer (fse) found an error indicating a boot drive issue on the screen and proceeded to reimage the hard disk drive (hdd), however, the system locked up during the database synchronization. After retrying, the process completed, but a subsequent reboot resulted in another lockup. The fse replaced the hdd and reimaged the system again, but the database synchronization failed once more. The all in one (aio) was then reseated and tested using the hardware test application (hta) which resolved the issue. The fse subsequently installed the all in one unit, configured the drawers, and replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed pyxis was down and screen remains black even after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.